Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 202 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, loosening, unstable. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Legal case-USA patient ID: (B)(6). As reported via legal documentation, a patient had bilateral knee replacement on (B)(6) 2006. They underwent left knee revision surgery on (B)(6) 2022, approximately 16 years 10 months post primary procedure. On (B)(6)2022 op report postoperative diagnosis: periprostheytic osteolysis of internal prosthetic left knee joint. The surgeon noted a moderate amount of reactive synovitis with hemosiderin staining of the synovium consistent with polyethylene wear and instability. The femoral component did not appear grossly loose but was easily explanted with gentle disimpaction. There was nearly complete de-bonding of the femoral component with minimal evidence of an implant-cement interface. Tibial component was noted as well-fixed. Surgeon further noted there was a large contained central defect secondary to osteolysis as anticipated based on preoperative CT. Patellar component was determined to be loose. The patient emerged from anesthesia and was transferred to the pacu in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. No device return anticipated due to this being a legal case. Ebi initial surgery unable to be located. Qad found with serial number provided, information listed below. Historical record & smartsolve searched for sn/patient name with no results. Operative report from revision surgery attached. No further information. 244-25-09 optetrak hi-flex tibial insert sz 5 9mm (B)(6), 510(k): k033883. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh.